Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient went through an airport security last fall in (B)(6) 2017 and had to turn their ins off before going through the security scanner. The patient had a return of their target pain while on the plane (because their spinal cord stimulator (scs) was still off) so they turned their scs back on. When they turned the scs back on, they got a big shock/surge of stimulation that caused discomfort for the next five minutes. Patient services reviewed with technical services and it is not possible for the scs system to store energy like a capacitor to be released later. Patient services reviewed this information with the patient and they understood. The patient confirmed that the issue was temporary and resolved. This was considered a sudden change in therapy/symptoms. The security gate/theft detector was an emi that could be related to the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (patient weight updated).